Event description:
The subject device was returned for analysis and it was noted that the guidewire(subject device) ptfe coating was peeling. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire distal tip was noted to be overly shaped. The guidewire distal tip was noted to be kinked/bent. The guidewire was noted to be kinked/bent at 5cm, 22cm and 160.5cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 25.5cm from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after placing the guidewire to the right mca m1, the operator found the support of the guidewire was not good and the middle to distal of it was kinked. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, an sl-10 microcatheter was used with the subject device, there were no other difficulties encountered during usage of the device, the guidewire tip was shaped 45 degrees, no friction/resistance was encountered during the procedure, and the issue was noted when building access. During analysis, the guidewire was found to be kinked/bent at 5cm, 22cm and 160.5cm from the proximal end. Additionally, the distal tip was found to be kinked/bent and the ptfe coating was noted to be peeling in multiple areas to 25.5cm from the proximal end. No other anomalies were noted to the device. It is likely that the kinks occurred while manipulating the device during the procedure and this contributed to the issue with support. An assignable cause of procedural factors will be assigned to the as reported 'device not enough stability and/or support', the as reported and as analyzed 'guidewire distal end/tip kinked/bent', and the as analyzed 'guidewire kinked/bent' since these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.